Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtain of 132mg/dl and 141mg/dl. The customer's expected fasting blood glucose test result range is 80-105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 114 and 121 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/14/2017 and open vial date is 8/16/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns: all readings. Customer is concerned because has never had results like the truemetrix is displaying and customer is afraid that will end up on medication when not needed.